Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the arrow button was unresponsive. Customer stated that buttons were intermittently working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.